Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Manufacturing history had no deviations or abnormalities and no similar complaints have been received with this issue on this item/lot number. No product was distributed in the united states. Evaluation is process but not yet complete. Upon completion of evaluation, a follow-up report will be sent to the FDA. Ths report filed on (B)(4), 2011.

Event description:
During a knee procedure on (B)(6), 2011, it was discovered that the blister packaging had not been sealed with the plastic tray. Surgeon elected to use another oxford femoral to complete the surgery and found the blister packaging sealed. No further complications have been reported.